Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case fell causing the infusion set to be pulled out. The customer reported bleeding at the site where the infusion set was pulled out. The customer's blood glucose was 490 mg/dl.